Event description:
It was reported that customer experienced pump battery that discharged too quickly. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor organized replacement pump, but no additional information was received regarding the outcome of the event.